Event description:
It was reported that the patient developed left arm and forearm pain and swelling. Ultrasound determined the patient had an extensive non-occlusive thrombus formation in the left subclavian venous system. Medications were administered and the lead remains in use. No further patient complications have been reported as a result of this event. The patient is part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.